Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the wound breaking down and leaking serous fluid was thought to be due to the incision site from the procedure as it was healing, not thought to be due to the ins. The clinical diagnosis was a possible wound infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was possibly related to the implant procedure. The clinical diagnosis was implant site dehiscence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The examination on (B)(6) 2017 indicated the wound appeared infected. The wound broke down and was leaking serous fluid. The laboratory testing on (B)(6) 2017 specified that the c-reactive protein (crp) was below 5, which is normal range. It was indicated that the event resulted in an urgent care visit and unscheduled clinic or office visit. On (B)(6) 2017, it was noted the bloods were normal and the infection was now clear. The event was assessed as not related to the device or therapy or implant procedure, but specifically related to a wound infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient had an implantable neurostimulator (ins) removed and replaced on (B)(6) 2017. On (B)(6) 2017, it was noted that the wound site was infected. Interventions included administering medications for a wound infection. The patient was given antibiotics and the patient's blood was taken. On (B)(6) 2017, the patient's bloods was normal and the wound was healed. The event resolved without sequelae.